Event description:
Customer reported her insulin pump alarmed no delivery as she tried delivering a bolus. During troubleshooting, customer was instructed to disconnect from the insulin pump at the quick release. Customer refused to disconnect. Troubleshooting could not be done because customer refused to disconnect. Customer was advised to call back when she is able to do troubleshooting. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.